Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a direct lateral procedure and the stability pin was placed correctly into the dlif retractor. It was reported that during the disc preparation and fluoroscopy, it was noticed that the tip of the pin had broken off. The pin was in the vertebral body and the surgeon saw no need to remove it. No patient complications were reported.